Event description:
It was reported to philips that during a procedure, a staff member was injured when his finger was caught in the rails under the table while attempting to move the patient. The report indicated that the staff member required surgery on his distal phalanx. It was reported that the staff member was doing well. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the incident occurred after the procedure had been completed. While repositioning the patient, the surgeon¿s left finger was inadvertently placed in the longitudinal guiderail beneath the tabletop. When the table was moved, the surgeon¿s finger was unintentionally caught in the longitudinal guiderail, resulting in a distal bone injury that affected the tip of the finger. The injury was treated with an emergent surgical procedure under local anesthesia and sedation, which included a flap technique. The surgeon took a temporary short leave from work and has since made a good recovery. The patient was not affected by the incident, as the procedure had already been completed. The system was inspected and confirmed to be functioning as intended, with no malfunction identified. This reported issue falls within the bounds of an ongoing field correction z-1080-2025. The field correction z-1080-2025 provides additional instructions for positioning the patient table available via an addendum to the instructions for use and a quick reference card. Additionally, philips is working on redesigns of additional brackets and table covers and will make scheduled replacement visits once available. The codes were updated based on the investigation outcome. Patient outcome code was corrected.